Manufacturer narrative:
A clinical complication was observed following the implantation of this biotronik device. Therefore the device as received was visually inspected. The visual inspection revealed no external anomalies. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In conclusion there was no indication of a material or manufacturing problem.

Event description:
Left subclavian occlusion with left arm swelling and pain for some time with several other procedures performed with no resolution of symptoms. System explanted and will be implanted on right side at future date. Should additional information become available, this file will be updated.